Manufacturer narrative:
Additional info: the doctor provided the following information on january 27, 2016. Lens was explanted and exchanged on (B)(6). Zmb00 lens was cut in half as part of the explant, so not available for return. Required intervention to prevent permanent impairment/damage (devices) if explanted; give date: (B)(6) 2015 (B)(4). Manufacturing record review: the manufacturing records and process was reviewed. There were no deviations related to the described complaint. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Based on the records review, there was no product deficiency identified. The lens was not returned for investigation. The reported complaint could not be verified. Labeling review: the directions for use (dfu) for the tecnis multifocal lens was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. It is noted that some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that, in a small percentage of patients, the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. However explant is planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient with high myopia (myopic) pre-op had a tecnis multifocal intraocular lens model zmb00 implanted. After one week post-op visit, the patient started to complain and couldn't handle the rings and halos and claimed they were debilitating. Explant surgery is being planned and another lens model will be used. At this time, the lens remains implanted. No other information has been provided.